Event description:
Facility reports that the pump failed to recognize air in the pt's IV line. The home care pt was receiving d5.45ns with potassium for hydration. Pump was set up for 187cc/hr for 4 hours for a volume to be infused of 750cc. Pump was connected at 2:17 and at 5:57 pump alarmed low bag at 687.6cc infused. At 6:15 the bag was noted to be empty and air in the line however no alarm had sounded. Pump was turned off and disconnected as it was at the end of the infusion. No info was available from the facility regarding to how far down the tubing the air was noted. The facility reported that no pt injury or medical intervention resulted from this situation.